Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the power cord was unable to charge the programmer. At testing it charged the battery and powered up the programmer with no issues. No fault found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the power cord was not charging the programmer. The power cord was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.